Event description:
It was reported that the pt was diagnosed with a bilateral cholesteatoma, and a bilateral radical mastoidectomy was performed. Ten months later, on (B)(6) 2011, the pt was implanted with a vibrant soundbridge. During the implantation surgery the surgeon confirmed good coupling between fmt and rw membrane, he also confirmed the integrality of rw membrane. Ten days after implantation surgery the pt reported about a significant hearing loss on his right ear. On first activation the pt reported about not receiving any benefit. A profound snhl was confirmed later. The pt was re-implanted with a ci on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.